Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cesarean section and pelvic adhesion lysis, the last two needles of the myometrium were sutured with a 0 suture, and it was broken. Another suture was used to complete the case. There was no patient injury.